Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing an elevated blood glucose (bg) level. However, the exact value was not provided. Reportedly, the customer had drank sweet tea and coffee and had not bolus for them. The customer declined to troubleshoot with tandem technical support and stated that cartridge and infusion set would be changed and a bolus would be taken to stabilize bg level.